Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 23,49,68,53,4 alarms. Customer also states that she put new batteries and started getting pump error along with replace reservoir message. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm and rewind the pump. The pump failed to pass the self test. The customer was advised to discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 49, pump error 68, pump error 53, pump error 23, and pump error 4 alarms were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed six pump error 49 alarms on (B)(6)2023 at 01:52:41.000, 01:53:51.000, 01:54:31.000 and 01:54:12.000 also on the event date of (B)(6)2023 at 16:52:57.000 and 16:53:25.000. Pump alarmed three pump error 68 alarms on (B)(6) 2023 at 01:52:41.000 and 01:54:12.000 also on the event date of (B)(6) 2023 at 16:52:57.000. Pump alarmed three pump error 23 alarms on (B)(6)2023 at 01:54:43.000 also on the event date of (B)(6) 2023 at 16:54:10.000 and (B)(6)2023 at 17:05:03.000. Pump alarmed a pump error 53 alarm (file number: 26, line number: 3041, esf #: n/a) on (B)(6)2023 at 01:54:10.000 due to a possible hardware error. Pump alarmed a pump error 4 alarm on (B)(6) 2023 at 01:54:08.000. Pump alarmed two pump error 75 alarms on the event date of (B)(6) 2023 at 16:49:44.000 and 16:52:35.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump error 68, 49, and 23 were not confirmed during testing. Pump error 53 was confirmed in the pump history files and traces due to a hardware error, problem isolated to the electronic assembly. Pump error 4 was confirmed as a consequence of pump error 53. Pump error 75 was confirmed in the pump history files and traces due to a possible hardware error, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.